Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose result of 106 mg/dl at a time when she was sweating and shaking. Retest result was 62 mg/dl within 10 minutes. She self-treated symptoms of hypoglycemia with juice, started to feel better within 5 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.